Manufacturer narrative:
(B)(6). This report is being filed on an international product, intraocular lens (iol) model number zcb00v that has a similar product distributed in the united states, iol model no. Zcb00, which falls under PMA p980040. (B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut with missing haptics. The condition was consistent with an explanted lens. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure because of unexpected postop refraction. Another iol was implanted, model and serial number not provided. Reportedly, the surgeon confirmed that there was no iol malfunction or issue. No further information was provided.